Manufacturer narrative:
The device that was used in treatment was not returned for evaluation with all information provided including a photo we have been able to establish a relationship between the device and the reported event. A root cause could not be determined. Probable root cause maybe an obstruction. A document review was not performed because the lot number was not provided. A complaint history review found other related failures. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, versajet ii exact disposable handpiece device was set as usual, it was purged as usual and when the procedure initiated an explosion took place it was noticed that the gold wire was broken and the plastic cover was broken too. The procedure was completed using a smith & nephew back-up device. It is unknown if surgical delay happened. No other complications were reported.